Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Patient came in with screw loosening in implant. After removal of crown and scan noticed implant collar fracture. Placed healing cap. Going to remove implant and place another at the site. Both the placing surgeon and restorative dr on this case are retired. Another dr. Is picking up the case.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Email unknown / not provided. Address unknown/not provided. K011028, k013227.

Manufacturer narrative:
Zimvie did not receive one (1) tsv6h10, (impl tapered scr-v ha 6mm 5.7mm 10mm) & one (1) unknown zimmer screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific devices being investigated for this complaint record. DHR review was completed for the subject lot number 62574562. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number 62574562 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root cause determined from the investigation were: missing or confusing instructions for use. Clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction could not be verified, and the reported events were non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Patient came in with screw loosening in implant. After removal of crown and scan noticed implant collar fracture. Placed healing cap. Going to remove implant and place another at the site. Both the placing surgeon and restorative dr on this case are retired. Another dr. Is picking up the case. Per indicated: surgical/medical intervention required for permanent damage: not reported additional appointment required: yes, implant has to be replaced symptoms as a result of the event: sales rep called and stated that they will not be removing the implant due to patients age and the implant is fully integrated. They will be replacing the screw.

Event description:
It was reported that the customer stated that they will not be removing the implant due to patients age and the implant is fully integrated. They will be replacing the screw.

Manufacturer narrative:
The following sections have been updated: h3: changed "no" to "yes."